Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was getting surgery to explant and replace the device battery. It was further reported on (B)(6) 2018 by a healthcare provider (hcp) via a clinical study that the ins had reached its life expectancy, as it stopped working some time ago, maybe a couple of years ago. Interventions included a device explant/replacement. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. The outcome of the event was noted as resolved without sequelae. No patient symptoms were reported and there were no complications. The patient¿s status at the time of the event is ¿alive, no injury.¿ indications for use are spinal pain and complex regional pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the implantable pulse generator (ipg) was malfunctioning and was explanted and replaced. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Analysis of the neurostimulator ((B)(4)) found insignificant anomalies. The device was subjected to a series of standard tests that include, but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the ins was functioning within specifications, but has reduced capacity due to overdischarge. Telemetry was restored after a full physician mode recharge. After this, it passed functional testing. It was noted that the last recharge was (B)(6) 2016 and the battery was charge to 3.990 volts. On (B)(6) 2016, the battery depleted into "lock" mode (<(><<)> 3.575 volts). Subsequently, it depleted into an overdishcarged state prior to being received for analysis. If information is provided in the future, a supplemental report will be issued.